Event description:
It was reported that the asymptomatic patient presented in the or for device change out due to normal eri. Externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.